Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is can be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient pulled his tubes out. A large bezoar was found on the end of the intestinal tube. The tubes were replaced that same day.